Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) was unable to duplicate the problem. Scanner and accessories appear to be in good condition. Fse re-seated the barcode scanner and the barcode board, and changed the barcode type in update variable screen from all to (B)(4). The instrument was tested without further problem and returned to expected operation.